Event description:
It was reported the impedance was increasing on the chronic ventricular lead and the physician elected to cap the lead and replace. During the lead replacement, the lead was unable to pass through the superior vena cava. The lead was abandoned and an entire new system was implanted on the patient's other side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.